Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309657. Batch # 4005887. It was reported that the bd luer-lok stopper was defective / damaged. The following information was provided by the initial reporter: verbatim: good morning, I am not certain who covers this product. Our appleton office has recognized a quality issue with the 3ml syringe affecting lot: 4005887. They have reported: I've personally had 4 faulty syringes myself and 2 of my coworkers have also had a few. In most cases, we were able to save the draw, but we did have to re-poke one kiddo due to a faulty syringe. My guess is its about 1 in 5 syringes in the lot that are bad. We have never had any problems with any other lot, so its a recent issue. Like xxxx previously said, im thinking its the seal around the plunger being faulty. We will be able to pull the plunger all the way back easily and there is no suction to pull blood out. The syringe will then be "full" with no blood in it making us have to quick grab a new syringe and swap it out mid draw. I am in the midst of having our hospital locations checked for this particular lot as well. We have no product currently at our warehouse. Please let us know how to proceed. Thank you, additional information provided: this has been an ongoing issue over the last 2-4 weeks. That is why there is not a concrete date provided as it has happened multiple times.

Manufacturer narrative:
(B)(4) stopper defective / damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.